Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the system was not affected by the falls. The patient had not been seen in the office in almost 1 year. The cause of the falls and zing/zap was not definitively determined but is suspected to be due to a lack of programming. Actions/interventions included seeing the patient on (B)(6) 2018 for programming and device interrogation. The issue was reported to be resolved. The patient phoned the office approximately 1-2 weeks after is appointment to report he was "fixed" and hadn't fallen since. They encouraged him to keep future appointments toprevent future falls.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is falling more often and the caller is aware of at least 10 falls in the past week. Caller further reports seeing artifact on the heart monitor when monitoring patient. The caller said it sounded like the ins was still on as caller reported that the patient would feel a momentary increase of stimulation when he would use the patient programmer which patient stated as normal. The patient reports a zing or zap when they turn their stimulation back on when it has been off for a period of time. No further complications were reported or anticipated with this event.